Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reports they had fallen. Once at the hospital the patients had a magnetic resonance imaging (MRI) administered. The patient was diagnosed with hypoglycemia and orthostatic hypotension. The patient was treated with 3 liters of intravenous fluids as well as insulin and dextrose. The patient remains in the hospital on the 4th day at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.